Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. One day after the event onset, the patient began treatment with amikacin (dose, frequency, route, and duration were not reported), fortum (dose, frequency, route, and duration were not reported), and vancomycin (1 g, ¿fifth day¿, route and duration were not reported) for peritonitis. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Treatment with amikacin, fortum, and vancomycin were ongoing. Dianeal therapy was ongoing. No additional information is available.